Event description:
It was reported that the patient experienced discomfort at the ipg site and one side of the ipg was sticking out further. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively.